Event description:
Additional information received reported the patient is in a stable condition. The catheter was a stryker excelsior xt-27. The cause of the kink was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire kinked at the middle and tail sections.   The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ia thrombectomy. The patient¿s vessel tortuosity was normal. The parent vessel was the mca m1 with a parent vessel diameter 3mm-4mm. Stroke onset to reperfusion time: am 03:00-06:00.   During an ia procedure, the doctor used a solitaire (ref: sfr4-6-40-10, lot: b592913) for thrombectomy. The first attempt was successful in both deployment and retrieval. However, during the second attempt, after placing the solitaire back into the protective sheath and preparing to advance it through the microcatheter, the doctor noticed kinks in the middle and tail sections of the solitaire and the sheath. Concerned about potential issues with the solitaire, the doctor decided not to proceed with it and replaced it with another solitaire of the same specifications but from a different lot (ref: sfr4-6-40-10, lot: b568724). The procedure was then successfully completed. The patient experienced some minor bleeding post-operation sah (subarachnoid hemorrhage) and regained consciousness this morning. The patient's condition will continue to be monitored.

Manufacturer narrative:
Product analysis: the introducer sheath appeared to be accordioned. The finger markers were examined inside the introducer sheath and aligned properly. The solitaire stent working length was in good condition, while the non-working length was kinked at the tear-drop struts. Visual inspection showed no irregularities outside the proximal marker, but the marker coil was damaged. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.